Event description:
The device was implanted via v-p shunt at 100 mmh2o to the patient with inph on (B)(6) 2014. It was reported that the ventricles of the patient¿s brain had slit due to over drainage on the 4 days after implantation. Although the surgeon changed the setting pressure at 180 mmh2o, the ventricles of the patient¿s brain became smaller and it could not be seen by CT scan. The revision surgery was conducted on (B)(6) 2014 and the valve was replaced to those with the competitor. The setting pressure of the removed valve was 180 mmh2o. The setting pressure of the replaced valve is not reported. It was reported that the patient became bedridden and the patient¿s condition had not been improved as of today.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed. Device is under investigation.

Manufacturer narrative:
Upon completion of the investigation, the position of the cam when valve was received was 200mmh2o. The valve was visually inspected and a needle hole in the needle chamber was noted, no defects were noted. The valve was tested for programming and passed the test. The valve was then pressure tested and passed the test. The valve was irrigated with purified water, no occlusion was noted. The valve was dried and leak tested. Only leaked from the needle hole, no other leaks were noted. The valve was reflux tested and passed the test. Review of the history device records confirmed the valve conformed to the specifications when released to stock. No root cause could be determined, as the problem reported by the customer could not be duplicated. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.